Event description:
As reported by the sales rep per the user facility: product leaking during chemotherapy administration. Chemo drug was attached to the distal y site of this IV set, chemo drug leaked. Customer does not know the origin of the leak, if it was from the ultra site valve or the junction where the y site attaches to the IV set. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The distal ultrasite y-valve assembly on the set was noted to have a vertical crack on the valve body, measuring approximately 5mm. The crack extended from the valve top to the bottom thread. At this time the investigation is ongoing. No specific conclusions can be drawn. If further investigation revealed pertinent information, a follow-up report will be filed.